Event description:
The customer reported a power source alert with their pump, which did not cause their blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer attempted various troubleshooting steps, including using different wall adapters and charging cables, but the issue persisted. As a result, the customer service team decided to replace the pump. Meanwhile, the customer planned to use a backup insulin pump to ensure uninterrupted insulin delivery. The customer was informed on how to store the malfunctioning pump and agreed to return it within ten days using a pre-paid label.